Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the 1, 2, 3 screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer¿s blood glucose level was 165 mg/dl.